Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
(B)(6) 2018 - this lead showed high impedances of greater than 2500 ohms. The lead was explanted and replaced on (B)(6) 2018.